Manufacturer narrative:
Instrument has been in use for three years. For medical device reporting purposes, this event is considered closed.

Event description:
During an electrophoresis run on the trugene long read tower sequencer, a component of the opengene dna sequencing sys, the operator observed a flame and smoke on the instrument. No injuries were reported. No results were reported after this event occurred.